Manufacturer narrative:
Evaluation of the pump found high resistance of the battery. (B)(4).

Event description:
Information was received from a consumer and company representative regarding a patient receiving dilaudid (15.0 mg/ml) at 4.803 mg/day via an implantable pump for failed back syndrome. On (B)(6) 2016 the patient saw the error code 8474 on the personal therapy manager (ptm). This indicated that a pump reset had occurred. The pump logs were read and showed that a reset occurred on (B)(6) 2016 at 06:05 followed by a low battery reset and the pump being put into safe state at the same date and time. As a result the pump was then infusing at minimum rate (0.0315 mg/day of dilaudid). Four days later, at 12:10 the event status cleared, then the pump returned to safe state. No symptoms were reported. The pump was replaced on (B)(6) 2016.

Event description:
Additional information received on 2017-mar-09 reported that pump had failed. It was noted that pump had dilaudid (hydromorphone) in it and at time of call patient could not remember dose and concentration. No further complications were reported/anticipated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.